Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: during a procedure on (B)(6) 2013, it was reported the doctor used a locking screw for the proximal area. When the surgeon inserted the screw at the most proximal area, he tried to remove the driver from the screw and the screw was removed together with the driver. The doctor noted that there was an issue with the fixation; therefore, he inserted the blade instead of the screw. The doctor carried out the fenestration operation using a drill bit. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Synthes (B)(4) declares that the examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specifications. This lot was manufactured according to our specifications. The complained article shows only slight damages and scratches. The damages occurred during use.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.